Event description:
It was reported that the insulin pump had a blank display, weak signal, change sensor and weak battery alarm. The blood glucose reading was 70 mg/dl. The current blood glucose reading was 215 mg/dl. The blank display was resolved by inserting a new aaa alkaline battery. Troubleshooting was conducted. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.